Manufacturer narrative:
The baxter technician found the pc board needed to be replaced. Per hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Head section motor. Inspect the actuator assembly. Make sure the pins and retaining clip are intact and not missing. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and that no audible overload indication can be hear during the movement. Repair as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the pc board to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed was moving by itself. The bed was located at the account. There was no patient/user injury reported.